Event description:
Med watch received stating, "upon insertion of the 5mm non-bladed trocar during a diagnostic laparoscopy the distal tip of the trocar dislodged between the peritoneum and posterior fascia. In order to retrieve this fragment the surgeon had to extend the supra pubic port site incision from 5mm to 4 cm. The pt's same day surgery status was changed to an overnight observation status. The broken tip is approx 5mm in length." The rep was notified to follow up. 5/13/1999 the rep spoke to the staff and said it was defintely not a non-bladed trocar. They reported the lot number to be l4ckol. He does not know at this time if the trocar was kept. The contact person who reported this is a circulating nurse. The rep will try to gather more info.